Event description:
It was reported that pump experienced malfunction after battery fully drained and pump reset itself when power returned. There was no reported impact to the customer¿s blood glucose level. Customer reconnected cartridge and sensor with guidance from technical support, and replacement pump was offered but customer chose to wait to see if issue occurred again, with no further action taken at that time.